Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the surgeon and the manufacturer representative completed planning together prior to the procedure. A schanz pin was inserted into the patient's right psis and attached to the system via schanz arm platform. The 3 define scan was completed generic ap and obl images were used. Registration was successful the first try on automatic using the basic algorithm. The operation was performed through an open incision. The surgeon started on the left side drilling all left trajectories and placing k-wires. The surgeon then switched to the right side. Right l4 wire was placed without issue. The surgeon then went to drill right l5 wire but could not reach the anatomy due to the small skin incision. Attempts were made to adjust the trajectory but an acceptable solution that both utilized the existing incision and reached the desired anatomy could not be found. The surgeon decided to place the right l5 screw freehand. The system was then used to place the right s1 wire in the pedicle. Fluoro imaging was used to check for accuracy and the surgeon noted that left l4 looked medial. All screws were placed anyway and left l4 also stimulated low. The surgeon removed the left l4 screw and replaced it by hand. No patient harm was reported and surgery was delayed less than an hour.